Event description:
It was initially reported that the catheter tip was at the level of c7 and pain is at l2-s1. The hcp later reported that on routine xray, it was noted that the catheter, which was placed by another hcp, was in low cervical placement. No patient symptoms were reported at that time. It was subsequently reported that the pump was explanted in (B) (6) 2009 due to normal battery depletion. The patient 'was not having a problem with the pump"; a catheter migration had occurred. The device was explanted and replaced with an ins. The patient now experienced increased pain and wanted to have a pump reimplanted.

Manufacturer narrative:
(B) (4).